Event description:
An olympus sales representative (rep) reported that the customer's visera elite video system center was presenting a b30 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The rep called into olympus technical assistance center (tac) personnel to report the customer's issue. Tac provided the rep with multiple trouble-shooting options to help resolve the error message. Tac went on to note that if those options do not resolve the issue, then the subject device may need to be returned for evaluation. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that the problem was caused by dirty scope contacts and that it was resolved via cleaning. Olympus will continue to monitor field performance for this device.